Manufacturer narrative:
This was initially reported on the summary report dated 02/24/2015 under exemption e2013032

Event description:
It was reported by the plaintiff's attorney that the plaintiff experienced vaginal vault prolapse, cystocele, enterocele, rectocele, adhesions and scarring. The mesh remains implanted. Furthermore, it was reported that the plaintiff died. The causes of death were reported was multiorgan failure due to diabetes, sjogrens, ischemic coronary disease and a hip fracture.